Event description:
Procedure performed: unknown laparoscopic surgery. Event description: a piece of a black plastic part of the seal fell into the patient. The piece was retrieved. The surgeon was using a grasper at the time the incident was noted. The safety officer at the hospital stated that a report was sent to the FDA. Limited information was available at the time of reporting. The model and lot number is unknown. The procedure is unknown. The device is available for return. Additional information was received via email on 05dec2019 from clinical coordin: a piece of the trocar was torn apart. Additional information received via mail on 23dec2019 from FDA medwatch program: report# mw5091514. Reporter: [name] risk manager: event date: (B)(6) 2019. Event report type: serious injury. Event outcome: required intervention. Model: c8701. Lot# 1369677. Event description: the alexis laparoscopic system with kii fios first entry had a rubber piece break off and was inside the patient. Surgeon was able to retrieve rubber piece from torcher within set. FDA safety report ID # (B)(4). Patient status: no patient injury occurred as a result of the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The duckbill, another rubber component of the seal, was torn. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments, such as the grasper, through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #mw5091514.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown laparoscopic surgery. Event description: a piece of a black plastic part of the seal fell into the patient. The piece was retrieved. The surgeon was using a grasper at the time the incident was noted. The safety officer at the hospital stated that a report was sent to the FDA. Limited information was available at the time of reporting. The model and lot number is unknown. The procedure is unknown. The device is available for return. Additional information was received via email on 05dec2019 from clinical coordin: a piece of the trocar was torn apart. Additional information received via mail on 23dec2019 from FDA medwatch program: report# mw5091514. Reporter: [name] risk manager event date: 25-nov-2019 event report type: serious injury event outcome: required intervention model: c8701 lot# 1369677 event description: the alexis laparoscopic system with kii fios first entry had a rubber piece break off and was inside the patient. Surgeon was able to retrieve rubber piece from torcher within set. FDA safety report ID # (B)(4). Patient status: no patient injury occurred as a result of the complaint event.